Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported they cannot hear alarms when the unit was powered on, there was no sound coming from the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisted with troubleshooting the unit. The customer confirmed there was no sound coming from the speaker. At the request of the customer, the unit was sent to an authorized philips bench repair facility. Once received at the bench repair facility, a philips bench repair technician (brt) reported the device to be tampered with and it was sent back to the customer unrepaired. Based on the information available in the case, the cause of the reported problem was not confirmed as the unit was discovered to be tampered. The alleged malfunction was confirmed. The cause of the reported problem remains unknown. If additional information is received the complaint file will be reopened.